Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. There was a single report of uncommanded x-ray. As a precaution, all x-ray exposure switches were replaced, additionally, the mono-block generator was also replaced to assure all possible points of failure were addressed. The system was tested and was functioning as intended. It was released to the customer for use. There was no info available from the facility with respect to this issue. No injury resulted.

Event description:
The ge oec 8800 fluoroscopy system had a reported instance of uncommanded x-ray. It was reported by the user that after the exposure button was released, x-ray continued until the system was powered down to end exposure.